Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Investigation results: visual examination of the returned device found that the balloon does not have any damages. It was noticed that the original pouch was unopened and did not show any damages. The returned device review (visual, physical, and performance testing) showed no evidence of either the alleged or any defect which could have contributed to the event. Based on the analysis performed and the information provided, the most probable root cause for the complaint event cannot be detected since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon burst while being inflated to 18mm. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.